Manufacturer narrative:
The initial MDR 2247117-2017-00009 was filed on january 31, 2017. Additional information (04/11/2017): a siemens headquarters support center (hsc) specialist reviewed the error logs and diagnostic files from the instrument. The hsc specialist stated there was no indication of a mechanical failure that could have contributed to the discordant cea result. Pre-analytic variables can affect the quality of the sample and deviation from recommended best practices can lead to erroneous results. The cause of the event could not be determined, but pre-analytical factors or sample integrity may have contributed to the discordant cea result. Based on the available information, the immulite 2000 instrument is performing as intended. The cause of the discordant, falsely elevated cea result is unknown. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care specialist (ccc) regarding the discordant, falsely elevated cea result. The customer stated that when the physician questioned the falsely elevated cea result from (B)(6) 2017, they took the same sample tube from the refrigerator and repeated it on the same instrument and using the same reagent. The repeat cea result was lower and matched the patient's history. The repeat cea result was also provided to the physician. All adjustments and quality controls were in range and the customer did not have any issues with the system or with any other assays on the system. There was no report of any other discordant cea result from this system. The cause of the discordant, falsely elevated cea result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cea result on the immulite 2000 platform was obtained on a patient sample. The discordant result was reported to the physician who questioned it. The same sample was repeated using the same reagents and on the same instrument resulting lower and matching the patient's history. The repeat result was also reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea result.